Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen in clinic today after noting sustained power elevations over the past few days. A rise in lactate dehydrogenase was noted rising from 478 u/l to 927 u/l. Inr 88. The patient was electively admitted for further evaluation. On (B)(6) 2017, the patient underwent a heart transplant for suspected lvad thrombosis. No additional information was provided.

Manufacturer narrative:
Analysis of the system controller log file confirmed an increase in pump power and estimated flow; however a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between the left ventricular assist system (lvas) and the report of suspected pump thrombosis and elevated lactate dehydrogenase (ldh) could not conclusively be determined through this evaluation. Pump power, estimated flow, and average pi typically ranged from 4.2 to 5.2 watts, 3.3 to 5.5 lpm, and 3.4 to 6.8, respectively. Beginning on (B)(6) 2017, pump power and estimated flow appeared to increase, operating between 5.5 to 6.9 watts and 6 to 8.9 lpm, respectively. In total, 182 pi events were captured in the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.